Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii. On an unknown date, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), tendonitis ("tendonitis") with hypoaesthesia, the second episode of hypoaesthesia ("numbness extended to entire body"), headache ("headaches"), musculoskeletal pain ("muscle and joint pain"), fatigue ("constant feeling of fatigue"), weight decreased ("lost 15kg weight in 6 months") and weight increased ("gain 30kg weight in 3 years"). The patient was treated with surgery (removed the entire uterus and the essure inserts in (B)(6) 2017). Essure was withdrawn. At the time of the report, the pelvic pain, tendonitis, second episode of hypoaesthesia, headache, musculoskeletal pain, fatigue, weight decreased and weight increased outcome was unknown. The reporter considered pelvic pain, tendonitis, the second episode of hypoaesthesia, headache, musculoskeletal pain, fatigue, weight decreased and weight increased to be related to essure. The reporter commented: she no longer count the number of MRI exams, x-rays, CT-scans and blood tests that were prescribed to her to try to understand what was happening. The medical examinations that she has undergone in the past three years number in the dozens, and the diseases she has been diagnosed with are numerous too - at first, they thought she was having a stroke, then that she had a brain tumour, and then that she had multiple sclerosis, and then fibromyalgia. Since essure removal she had already noticed that some of her symptoms have resolved. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain and her entire uterus and the essure inserts were removed in (B)(6) 2017. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started during essure's use. Considering positive temporal relationship and event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required. The product technical analysis has been sought. No further information can be obtained.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6)-old female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii. On an unknown date, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), tendonitis ("tendonitis") with hypoaesthesia, the second episode of hypoaesthesia ("numbness extended to entire body"), headache ("headaches"), musculoskeletal pain ("muscle and joint pain"), fatigue ("constant feeling of fatigue"), weight decreased ("lost 15 kg weight in 6 months") and weight increased ("gain 30 kg weight in 3 years"). The patient was treated with surgery (removed the entire uterus and the essure inserts in (B)(6) 2017). Essure was withdrawn. At the time of the report, the pelvic pain, tendonitis, second episode of hypoaesthesia, headache, musculoskeletal pain, fatigue, weight decreased and weight increased outcome was unknown. The reporter considered pelvic pain, tendonitis, the second episode of hypoaesthesia, headache, musculoskeletal pain, fatigue, weight decreased and weight increased to be related to essure. The reporter commented: she no longer count the number of MRI exams, x-rays, CT-scans and blood tests that were prescribed to her to try to understand what was happening. The medical examinations that she has undergone in the past three years number in the dozens, and the diseases she has been diagnosed with are numerous too - at first, they thought she was having a stroke, then that she had a brain tumour, and then that she had multiple sclerosis, and then fibromyalgia. Since essure removal she had already noticed that some of her symptoms have resolved. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-jun-2017 for the following meddra preferred term: pelvic pain - analysis in the global safety database (B)(4) revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 31-may-2017: quality safety evaluation of ptc. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.